Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Empty test strip vial returned - unable to test. Most likely underlying root cause of malfunction: strip issue. Manufacturer contacted customer on (B)(6) 2016 in a follow-up call in order to ensure the customer's condition since the initial call; the customer states that he felt better and had no symptoms. He went to the (B)(6) hospital and his blood glucose at the hospital was 600 mg/dl. He was treated in the ER with an IV and insulin and was discharged the same day from the (B)(6) hospital with a blood glucose of 400mg/dl. Manufacturer contacted customer on (B)(6) 2016 in a follow-up call in order to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention since the last call.

Event description:
Consumer reported complaint for hi blood glucose test results. Customer states that he felt dizzy, thirsty, dry mouth, light headed and had frequent urination. He states that he needed medical attention.